Event description:
It was reported that during a therapeutic procedure for treatment, the placement of an esophageal stent, the string broke when attempting to deploy. The facility reports that the string was very tight and hard resulting in the break. The partially deployed stent was removed and a new stent was placed successfully. The pt sustained a sore throat from the partially deployed stent.